Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system. It was reported that after pacing from the coronary sinus catheter, a spike like pulse generated from the carto 3 system for 2 seconds after pacing ended. The procedure was completed successfully. No patient consequences were reported. Response received confirms that there was unwanted pacing being delivered. The leads were connected to the primary pacing port on the carto 3 system. The pacing stimulator manufacturer was fukuda denshi. The field service engineer reported that the issue could not be duplicated. In addition, the history of customer complaints associated with this specific system were reviewed and it was found that no additional issue has been reported. System is operational. The device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system. It was reported that after pacing from the coronary sinus catheter, a spike like pulse generated from the carto 3 system for 2 seconds after pacing ended. The procedure was completed successfully. No patient consequences were reported. Response received confirms that there was unwanted pacing being delivered. The leads were connected to the primary pacing port on the carto 3 system. The pacing stimulator manufacturer was fukuda denshi. However, no further information on this product was available. This event has been assessed as a reportable malfunction under the carto 3 system. There was a risk to disorganization of the electrical signal that could mislead the physician. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was possible.